Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.1mm vicm5_12.1 implantable collamer lens, -06.50 diopter, in the patients right eye (od), and the lens tore during delivery into the eye. There was patient contact but no injury. The lens was exchanged for another same model/length/diopter lens and the problem was resolved. The cause of the event was unknown.